Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left circumflex artery (lcx) with 95% in-stent restenosis of an unknown bare metal stent and was 10mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement using a 3.00mm x 20mm promus element plus stent, with 0% residual stenosis. Also the 75% stenosed non-target lesion in the second obtuse marginal artery was treated with cutting balloon angioplasty, with 40% residual stenosis. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was contacted and no events were reported. In (B)(6) 2015, the patient had complaints of nausea and vomiting with no change in cardiac status suggested that time. In (B)(6) 2015, the patient expired due to an unknown cause of death.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.